Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that approximately three days post system implant, a perforation was detected and a pericardial window procedure was performed. It was also reported that the right ventricular (rv) lead helix had "ineffective" extension and retraction. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.